Event description:
Reported by the complainant as follows... Pt had fecal mgmt system in for mgmt of liquid stool. In 2007, dr. Discontinued use. Pt continued with large amount liquid stool. Area on buttocks bleeding and eroded. Had gall bladder removed three days later. Colonoscopy performed the next day and noted to have a necrotic rectum. Pt. Expired the following day. Originally, device placed in 2007 and was inserted and removed a couple times.